Event description:
It was reported that after opening bd vacutainer® flashback blood collection needle was bent and detached. This occurred 3 times. The following information was provided by the initial reporter: stage: after opening the packaging. Defect: needle tip bent--1 needle, needle detachment--3 needles. Quantity: 4 pieces. Impact: no impact on patients or users.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3085479. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bent cannula with the incident lot was observed. The failure mode of loose IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent cannula. This complaint could not be confirmed for loose IV shield. Bd has initiated further root cause investigation relating to the issue of bent cannula through corrective and preventive actions.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after opening bd vacutainer® flashback blood collection needle was bent and detached. This occurred 3 times. The following information was provided by the initial reporter: stage: after opening the packaging. Defect: needle tip bent--1 needle, needle detachment--3 needles. Quantity: 4 pieces. Impact: no impact on patients or users.